Event description:
The customer reported that the insulin pump alarmed an error during the manual prime process. Advised the customer revert to back up plan. The blood glucose reading at time of call was 66 mg/dl. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk.